Event description:
During a ptca treatment procedure, the maverick2 monorail balloon burst at ten atms on the first inflation. The lesion being treated was a heavily calcified, 95% stenotic lesion in a tortuous mid left anterior descending coronary artery. The physician used a 6f introducer sheath for vascular access, a 6f medtronic laucher guide catheter and a guidant whisper guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon of the same type. A cypher stent was placed as a result of the balloon rupture, and the procedure was completed successfully. No patient injuries or complications were reported. Patient status is reported as 'fine'.